Event description:
It was reported that the recirculation tubing was noted to be fused. The tubing was able to be partially opened. Perfusate was able to cycle back to the soft shell reservoir and was stable. Later in the perfusion, the soft shell reservoir level was dropping and the bowl was retaining volume. The device user reattempted to open the tubing again and the user was able to fully open the tubing. The soft shell reservoir subsequently stabilized. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Investigation of the reported event is pending.